Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support recommended a pump replacement due to ongoing issues after troubleshooting.